Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-implant of the right ventricular (rv) lead the patient experienced palpitations, chest discomfort, vomiting, a decrease in blood pressure, and a perforation. A thoracotomy was performed, the perforation site was closed and the rv lead was explanted and physician judgement determined the device be programmed to operate without the rv lead. No further patient complications have been reported as a result of this event.